Manufacturer narrative:
The getinge fse investigated the customer¿s complaint with battery will charg and was able to verify that the battery was charging in bay 1. Replaced the power management pcb and functional tested with any further failures or issues. Safety, calibration, and functionality checks to factory specifications. Released to customer and cleared for clinical use. The failure analysis and testing department received a power management board with a reported of ¿battery no charging¿. Performed visual inspection of power management board per the cardiosave service manual part number 0070-00-0639 revision r and found no visual damage. Installed power management board into iabp cardiosave test fixture. Performed and tested in accordance with procedure number 0002-07-d016 revision e and the cardiosave service manual part number 0070-00-0639 revision r. The tests (5 minutes) show a problem with the power management board no charging the battery. The failure analysis and testing department was able to replicate the failure experienced by the customer. Sending the power management board to the supplier for further failure analysis as per 0002-07-d008 revision ap. The root cause selection for this investigation will be ¿impossible to define¿ due to the department not having the capabilities to troubleshoot this part internally further in an attempt to determine the root cause. The failure analysis and testing department received a power management board back from the supplier with the attached failure analysis paperwork. Supplier tested the board and found component q22 defective. They replaced the component and the board passed testing. No other root cause identified.

Event description:
N/a.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during preventive maintenance (pm) performed by a facility biomed, the cardiosave intra-aortic balloon pump (iabp) unit battery was not charging. There was no patient involvement.